Event description:
It was reported via report work order that the cot retaining post screw was loose. This could potentially cause unintended motion during transport in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.